Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received the monitor fired a monophasic pulse during incoming functional testing. Upon investigation, mosfet driver u17 was found to be shorted to the 10.8v line. The cause of the monophasic pulse was the short. The cause of the short was unable to be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) fired a monophasic pulse during incoming functional testing. The last pt to use this monitor did not report any deficiencies.